Event description:
Band broken at the tube while manipulating. Follow up findings: per distributor, the band was placed laparoscopically, was closed as presecribed. By keeping the tubing aside during suturing, the band broke.

Event description:
Band broken at the tube while manipulating. Follow up findings: per distributor, the band was placed laparoscopically, was closed as prescribed. By keeping the tubing asside during suturing, the band broke.